Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro, the dissection tip on the hemopro device did not have a point of reference. The same device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).